Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, it was observed the lp was still engaged in the tissue when repositioning was attempted, resulting in a stretched helix. The lp was exchanged without issue. The patient was stable.

Manufacturer narrative:
New information received indicated the leadless pacemaker, serial number (B)(6), did not experience any malfunction. This report was incorrectly submitted. The stretched helix event was reported in report 2017865-2023-93262 on the appropriate device.